Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate test low 18.9 ml during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, an under-infusion was not reproduced. The device was tested for flow accuracy and under delivered. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of this condition was determined to be the pressure plate travel was out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.